Event description:
It was reported that the patient had never gotten comfortable with the device. The device was originally implanted in the right back area (the patient could not sleep) and in (B)(6) 2012 the device was moved to the right abdomen. The device was not hitting the patient's ribs/hips when he would bend forward. The patient's surgeon was considering either removing the device (subclavicular) or removing it all together, which procedure was scheduled for (B)(6) 2012. It was also reported that stimulation worked wonderfully for the patient. Subsequent information received reported that the entire system was being removed at the patient's request. Additional information received reported that the explant went fine and the patient went home without complaints. Further information reported that there was no patient injury

Manufacturer narrative:
Product ID neu_tlock_anchor, product type accessory, product ID neu_tlock_anchor, product type accessory, product ID 3777-60, serial# (B)(4), implanted: 2011 (b)(), explanted: 2012 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), explanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the stimulator revealed the stimulator was functionally okay and there were insignificant anomalies. Final analysis of both leads revealed the lead body was cut through and the product was segmented. Final analysis of both extensions revealed the extension body was cut through and the product was segmented. Final analysis of both anchors revealed the twist lock anchor had suspected tool marks.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.